Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was decreased r-wave sensing, high pacing lead impedance, no capture threshold at higher outputs on the right ventricular (rv) lead. After further assessment in clinic, it was noted that the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.